Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
Patient was injured in a mva on (B)(6) 2012. Surgeon had placed a 9mm ti lateral entry femoral recon nail-ex and was attempting to insert the antegrade locking screw into the proximal portion of the nail. The screw passed beyond the lateral cortex through the bone and up against the nail, causing the screw head to lever against the slope of the nail in such a way that the screw head popped off. The screw head was removed, screw shaft remains implanted. This report is #2 of 2 for the same event.